Event description:
It was reported that during an upgrade procedure, insulation damage was observed on the atrial lead. Electrical values were normal and no patient symptoms had been reported. The lead was explanted and replaced at that time.